Manufacturer narrative:
Product was returned in a used and damaged condition. Balloon burst, compliance, and fatigue verification testing has been completed. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 5 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. Th IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The rbp of is documentation in the IFU and label. An examination of the returned proximal half found no evidence of a longitudinal tear. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. When sufficiently constricted by, for example a "calcified lesion" the tear may go circumferential. After rupture the distal portion will "umbrella" when attempting to resheath causing the balloon to separate. The exact cause of the original rupture cannot be determined as limited information such as inflation pressures and patient anatomy were not provided. In the absence of more specific information, a root cause cannot be determined. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk analysis, to warrant risk mitigation activities.

Event description:
The balloon was inflated inside the fistula. Upon bursting circumferentially, the distal tip of the balloon catheter separated from the catheter and remained in the fistula. Surgical intervention was required.